Manufacturer narrative:
This report has been identified as b. Braun medical inc. (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample or lot number, a thorough evaluation could not be performed and no specific conclusions can be drawn. While no specific conclusion can be drawn, the reporting facility did indicate that the catheter snapped during pt transport from chair to bedding. It is possible the catheter may have become caught during the transport which stretched the catheter to the point of fracture. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or catheter material number. There are no other reports of this nature against the reported lot number. All available information has been forwarded to the device MFR of the catheter. If the sample is received for evaluation or if additional pertinent info becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: event # 1: reports there were two incidents of snapped epidural catheters over the past few weeks. The pt epidural tubing snapped during pt transport from chair to bedding. The reporter stated the rn hardly tugged on the monitor lines during the transport. The tubing snapped at the thinnest part of the tubing line near the pt. The rn then covered the ending with an alcohol swab, wrapped it in tegaderm, and clamped the line. The pain team was called and the epidural was discontinued. The reporter stated the epidural broke off on the clamp end of the alligator clip. The clip was still attached to the epidural tubing. The epidural catheter was removed in both incidents without any pt complications.